Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd insyte-a¿ arterial catheter the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a loose connection. Use of product 382802 was discontinued due to the loose connection. Complaint product was connected to edwards flotrack. It is unclear whether the event is due to a poor product fitting or to the procedure.